Event description:
Anesthesiologist was inserting cvc, and the wire in the kit failed. Wire became unraveled from the original shape, wire was carefully removed, no harm to the patient. Doctor described the wire as being "sticky" upon removal.